Manufacturer narrative:
Product analysis: it was confirmed that the display had an unresponsive area. The display overlay and bezel were replaced, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had an unresponsive area. It was noted that a different stylus was used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.